Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-04675. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified shunt. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and another 5.0 x 40, 40cm mustang¿ balloon catheter was then advanced. However upon the initial inflation at 6 atmospheres, the balloon also ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.